Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient had previously experienced multiple cerebral vascular accident (cva) events (dates not specified) involving the right middle cerebral artery, which were reportedly secondary to noncompliance. The patient had unspecified residual cognitive deficits. The patient was readmitted to the hospital on (B)(6) 2015 with muscle spasm vs. Simple seizure. His inr was 3.2 the previous evening. The pump event history was reviewed and pump stops were noted on (B)(6) 2015 due to a driveline disconnect. The hospital staff was questioning if the patient was unplugging the cables himself when he is not being monitored. The log file was reviewed and the driveline disconnects were confirmed and occurred while the patient was on battery power. There did not appear to be an issue with the driveline, as the other pump parameters remained stable during the events. It was reported that the patient's last two hospital admissions on (B)(6) 2015 were for observation purposes. It was reported that there were no pump issues. The hospital staff is assessing the patient due to residual cognitive deficits and availability of social support as there is a lack of caregiver support.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 1 month. The pump remains in use supporting the patient. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The pump remains in use supporting the patient. No further issues have been reported. The report of driveline disconnect alarms was confirmed during review of the submitted log file of the system controller. The log file confirmed three pump stoppages when the percutaneous lead was disconnected from the system controller. Two of the driveline disconnects lasted approximately 16 minutes each. The log file showed the system operating as intended when the percutaneous lead was connected. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.